Event description:
Patient reported pain, folds and capsular contracture on right side, the device has been explanted. Healthcare professional reported nodules.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2., d.4., d.6a., g.4., h.4., h.6.

Event description:
Patient reported pain, folds and capsular contracture on right side, the device remains implanted. Healthcare professional reported nodules.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported pain, folds and capsular contracture on right side, the device remains implanted.